Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the day of placement. The user cut the shaft and tried to deflate the balloon by pumping, however only 2-3 ml of water came out. The user inserted a guidewire into the inflation lumen, and no water came out. Finally, the balloon was punctured percutaneously, and the catheter was removed.

Manufacturer narrative:
The reported event was found inconclusive due to the poor condition of the sample. Per the photo sample received, the catheter was cut into three pieces and the balloon was ruptured. An evaluation could not be performed due to the photo sample. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." Patient code: (B)(6).

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the day of placement. The user cut the shaft and tried to deflate the balloon by pumping, however only 2-3 ml of water came out. The user inserted a guidewire into the inflation lumen, and no water came out. Finally, the balloon was punctured percutaneously, and the catheter was removed.

Manufacturer narrative:
The reported issue was inconclusive. The sample was received cut into 3 pieces. Sample was evaluated and no pinch or blockage was observed. Able to introduce water into the returned sample and no conditions were found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." Correction: concomitant medical products.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the day of placement. The user cut the shaft and tried to deflate the balloon by pumping, however only 2-3 ml of water came out. The user inserted a guidewire into the inflation lumen, and no water came out. Finally, the balloon was punctured percutaneously, and the catheter was removed.